Event description:
It was reported while attempting to perform a transseptal puncture, the brk needle punctured the curved part of the sheath while in the right atrium. The needle was outside the sheath, 2cm inside the heart. The needle and sl1 sheath were removed before anything serious could happen to the patient.

Manufacturer narrative:
One sheath and dilator were received for evaluation; the dilator was inserted within the sheath upon arrival. Review of the device history confirmed this lot met manufacturing requirements prior to shipment. Visual inspection revealed puncture damage to the returned sheath and dilator. Dimensional inspection confirmed the returned dilator and introducer were within specification. Dissection of the dilator revealed skive marks proximal to the puncture site and continued through the inner lumen distal to the puncture. Previous analyses of similar complaints determined that needles advanced without the use of a stylet cause similar damage to the dilator/sheath. Had the needle used in conjunction with this introducer been returned, a more thorough evaluation could have been conducted. The st. Jude medical instructions for use state to "remove the stylet from the brk needle and flush the needle with sterile heparinized saline". Re-insert the stylet into the brk needle and lock it onto the hub". This is important during preparation of the device as well as during insertion into the patient to prevent damage to the dilator/sheath assembly. (B) (4). Date the initial reporter provided the information to the manufacturer: 11/05/2009. No manufacturing defects were noted and there were no consequences to the patient.